Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an infected access site where the involved angio-seal device was used. The patient had a vertebral stent placed 20 days ago on 06dec2019. The patient had uncontrolled diabetes and presented with infected access site and abscess. There was no pseudoaneurysm present. The abscess was drained, and IV antibiotics were administered. A 6fr sheath and 6fr angio-seal was used. The patient was in stable condition and the outcome was still pending. Additional information was received on 23jan2020. The infection occurred within the first two weeks after the procedure. There is a direct allegation that the angio-seal caused the infection. The patient was given IV antibiotics and a drainage catheter to help with the infection. There was a us guided access performed. Hemostasis was achieved by the angio-seal. The patient was reported to be fine.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.